Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented discomfort and infection. The infection treated with antibiotics. The ipp was explanted. There is no additional information reported.